Event description:
The video system center was returned to the service center with a report of an intermittent air button issue. This did not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the receptacle unit was found to be loose, which was also the cause of the image flicker. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the loose receptacle unit, which also caused the image flicker, was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.